Event description:
Physician was attempting to implant one resolute drug-eluting stent (3.00mm x 38mm) to a highly calcified, completely occluded lesion in the rca with slight vessel tortuosity but resistance was noted at the lesion and the device was removed. It was noted that the struts at the distal portion was raised. Another stent was used to complete the procedure. The device was inspected before use with no issues noted. No clinical sequelae were reported.

Manufacturer narrative:
Results: stent deformation. Lesion morphology. Device or procedural images not provided for review. Device not returned for evaluation. Conclusions: lesion morphology ¿ complete lesion occlusion, high calcification and slight vessel tortuosity. Stent deformation. Device not returned for evaluation. (B)(4).

Manufacturer narrative:
Evaluation, results: deformation problem (stent deformed).

Event description:
Evaluation summary: the device was returned for analysis. The distal tip was flared. A number of struts on the 1st, 2nd and 3rd proximal segments were raised and deformed.